Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl between 4 and 24 hours of wearing the pod. The patient reported receiving an error message that stated, ¿blockage detected¿. The message prompted a pod change, and the patient reported when they removed the pod, they did not feel the needle was inserted, since as they were injecting insulin, it did not seem to flow through their body. The patient stated normally it will be painful and will leave a bump, and it burns when medication is flowing through their body. The patient indicated there was no leakage observed, and they don¿t believe the cannula was inserted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received for evaluation with the needle mechanism assembly deployed. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted event could not be determined. The pod data showed an 0x14 alarm occurred, indicating the pod was occluded. Timeouts were observed towards the end of runtime. Fluid had no issues traveling the complete fluid path and no leaks were observed. No damage or deficiencies were observed in the drive mechanism assembly that would prevent the pod from operating as intended. No issues were found in the pod that would contribute to an occlusion. It could not be determined what caused the observed timeouts and subsequent alarm.